Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Customer changed the pump supplies and successfully resumed insulin therapy. The customer subsequently went to the emergency room for the elevated bg level and high ketones. Customer was treated with intravenous fluids of saline and insulin, which resolved the issue, and was released the same day with no permanent damage. Tandem technical support performed a system check and the pump is functioning as intended.